Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was blocked into the small bowel of the patient for months. The patient had been under radiotherapy and there are some risks in performing a surgery to remove the capsule. They were also considering if they should leave it in place. There was no medical intervention done and no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was blocked into the small bowel of the patient for months. The patient had been under radiotherapy and there are some risks in performing a surgery to remove the capsule. They were also considering if they should leave it in place. There was no medical intervention done and no patient injury. The capsule has not been expulsed yet and for the moment it remains in the patient.